Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: device investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found it was returned in original package. The tip showed signs of activation, the suction tube had saline residues. The tip, handle, shaft, tubbing and plug did not show any signs of damage. The device will be send to the manufacturer for further testing. A visual inspection was perform by the manufacturer with the following results: the device was returned in its original packaging, there was some residue around the manifold, there was also residue visible in suction tube, the enteral adaptor has a split a the distal end. The device as presented passed all electrical and functional checks including flow rate checks. The complaint cannot be substantiated. It was noted that there was a difference between pre activation flow rate tests and post activation flow rate tests that suggests a partial blockage that may have occurred during use causing bubbles to discontinue being evacuated, this partial blockage was likely tissue but did not cause the device to fail specification. It was also noted that the enteral adaptor was split, it is not know when this occurred, however if this was present during surgery and the suction hose was not connected completely, this would have caused a pressure drop due to the incomplete suction path. No further investigation is required as the complaint device reported was found to meet manufacturer's specifications, and as a result the root cause of the reported complaint could not be determined. The overall complaint was confirmed as the observed condition of vapr clplse90 electrode w hand cntrls would have contributed to the complained issue. Based on the investigation findings, the potential cause for the observed condition is traced to the procedural variables, such handling of the device or normal product interaction during procedure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review => a manufacturing record evaluation was performed for the finished device, and no non-conformance was identified. Photo investigation: visual inspection of the returned photo found no observations pertaining to the nature of the reported event could be observed. The overall complaint was not confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during a shoulder joint surgical procedure it was observed that the vapr clplse90 electrode w hand cntrls device jammed and had bubbles. Another like device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.